Event description:
A customer observed pt sample results associated with the wrong pt demographics for two sets of samples on the 950 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of the event.